Manufacturer narrative:
The investigation of optical signal issue and thrombocytopenia has been completed. The impella device was not returned for evaluation. Optical signal issue: data logs show no hard failure of the optical sensor. "Placement signal low" alarms noted at beginning of case. Additionally some "suction" alarms present at the same time. Persistent "impella position unknown" alarms triggered on first day of support. Clinical details noted that pump was in good position with "low placement signal" alarms at beginning of pump insertion. The cause of the optical signal issue could not be definitively determined as no product was returned and no hard failures of the optical sensor were observed on the data logs, additionally, limited clinical details were provided. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant had a patient on impella 5.5 and extracorporeal membrane oxygenation support. During support, it was reported that the patient tested positive for heparin-induced thrombocytopenia and anticoagulation was changed. Additionally, the low placement signal alarm continued intermittently. The alarm was silenced at this time and support was continued.